Event description:
Per the clinic, the device was explanted on (B)(6) 2019, due to the patient experiencing pain with device use. The electrode array was left insitu in order to preserve the cochlea for future implantation.